Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging devices were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that the patient underwent surgery due to degeneration of lumbar inter-vertebral disc. During the surgery,the doctor found the product's head part slipped,surgeon had to replace a new one to complete the surgery. Patient's current status is overall ok. No patient complications were reported.

Manufacturer narrative:
Product analysis :macroscopic and optical examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is consistent around the damaged portion of the thread. Functional evaluation with a sample mas found the implant unable to be fully engaged into the mas head. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly.